Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the fluid air exchange did not turn on and having difficulty selecting infusion on the touchscreen. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The system was examined and the reported ¿touchscreen issue¿ was confirmed. The company representative recalibrated the touchscreen to resolve the issue. The root cause of the reported ¿fax issue¿ cannot be determined conclusively. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 12 months did not show any previous complaints of this kind against the system. The system was manufactured on december 15, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿touchscreen issue¿ can be attributed to nonconforming touchscreen. However, how or when it became nonconforming could not be determined. The system was found to meet relevant specifications. Therefore, the root cause of the reported ¿fax issue¿ cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).